Manufacturer narrative:
The father of the customer called back stating on the initial call the customer had a replacement insulin pump sent to them due to battery issues. However, the father installed energizer battery into the insulin pump and the battery issue was resolved and the replacement insulin pump is no longer needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and low battery alert from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated the high blood glucose readings with the pump. The customer stated that he had two low battery alerts from the pump. The customer stated that the replacement battery cap did not resolve the issue. The customer stated that she had a low battery from the pump and it only showed less than 2 bars. The customer was advised that energizer aaa alkaline batteries are best for the pump's use. The customer was advised to revert to a backup plan if needed. The customer was advised to contact is health care provider regarding the high blood glucose readings.